Event description:
It was reported by service report that the weld on the pt's right locking spindle was broken and the side rail cannot be latched up. It is unk if there was pt involvement or if there were adverse consequences to report.